Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the physicians are not satisfied with the ds needle. They complained that the thread detaches from the needle too easily and that the needle is too blunt.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 5 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: tightness test to 2 closed samples received has been performed and the units are tight. The rotation test performed on 2 closed samples received confirmed that the units are compliant with the specified requirements. Needle attachment strength results conducted on 2 closed samples received are 1.31 kgf in average and 1.16 kgf in minimum and fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). These values are in the usual range for this thread and size. We have also tested the needle penetration performance (average 1st penetration) of 3 of the needles received and the result does not fulfill the specification: 0.495n (needle specification of 0.480 n in maximum for the average first penetration). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle penetration performance result (average 1st penetration) of needles tested of the raw material batch used in this product during production was 0.425 n and fulfilled the specification (<0.480 n). Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements regarding needle detachment defect. And the root-cause could not be clearly identified by the needle manufacturer for needle blunt defect. Final conclusion: taking into account that the results of samples received do not fulfill the b. Braun surgical specifications regarding needle blunt defect, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.